Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, the rv lead exhibited oversensing and undersensing on stored episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.